Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. The product has not been returned for eval. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer rec'd multiple occlusion alarms. The customer's blood glucose level was 300-400 mg/dl. Troubleshooting to determine a possible cause of the occlusions was unable to be performed as the customer changed the infusion set prior to contacting tandem technical support. Reportedly, the customer changed the cartridges once a week.